Manufacturer narrative:
Further information was requested, but not received

Event description:
It was reported that a patient presented with signal artifact, impedance problem, and lead damage noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.